Manufacturer narrative:
Product ID 977a275, serial# (B)(4), implanted: (B)(6) 2019, product type: lead. Product ID 977c165, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the paddle was left behind because it could not be safely removed. It was unknown why the wound did not close.

Manufacturer narrative:
Product ID 977a275, serial# (B)(4), implanted: (B)(6) 2019, product type: lead. Product ID 977c165, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 977a275, serial #: (B)(4), implanted: (B)(6) 2019, product type: lead; product ID: 977c165, serial #: (B)(4), implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977c165, serial/lot #: va1txvq021, ubd: 17-aug-2022, ud #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The rep reported that the patient had a wound that wasn't healed and lead wires were exposed. The rep reported that a lead revision occurred on (B)(6) 2019. The rep reported that going into the revision, the patient had on tail of the 565 lead connected to the ins along with the 977a lead. The rep reported that during the revision, the healthcare provider (hcp) believed it was two tails of the 565 lead that were exposed so they clipped the visible portion of those tails and the other lead remained connected to the ins with the other port of the ins plugged. No further complications were reported.